Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the cartridge alarm and arranged to replace the pump. The customer will continue using their current pump and was instructed to return the problematic pump within ten days using the provided return box and pre-paid label. The caller was informed about the steps required upon receiving the replacement pump and confirmed their understanding.